Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements had trended from 70 ohms to 100 ohms, and then trended back. Measurements were still withing range. A defibrillation threshold (dft) test was performed, and withing range impedance measurements were obtained. This rv lead remains in service. No additional adverse patient effects were reported.